Event description:
According to the reporter, during a procedure, while the doctor was preparing for debridement and suture, and when first suture just started, the suture needle was broken. The part that entered the tissue was clipped out by the doctor in time, without causing adverse consequences.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.